Event description:
Additional information was provided: the patient reported receiving a letter from the company. In responding to the letter¿s questions, the patient stated that the cause of the device turning off or the contributing factors was not determined. The patient also said that they experienced communication issues with purple and yellow flashing lights, so they called someone at the university of florida, who did some troubleshooting. The agent had the patient try to connect to ins using the communicator and handset during the call. The patient successfully connected without issue and confirmed that the therapy was on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that dbs had worked wonderfully for them until 2 weeks ago. Patient said their tremors started coming back so they checked their therapy. Patient said they had not checked their therapy in a few days and when they did, they found that therapy was off. Patient said they turned therapy back on and everything was fine for 4-5 days and then they started not doing well symptom wise again and they checked the implant right away when they felt different and when they checked therapy, the therapy was off. The patient said this time they had been falling because the therapy was off. Patient turned therapy back on. During the call agent had patient walk agent through how they checked their implant. Patient was using therapy app correctly. The cause of the stimulation turning off by itself was unknown. Agent redirected patient to health care provider.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.